Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were functionally evaluated for stopper function and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, a lot number was not provided for the reported erroneous results, therefore additional testing cannot be performed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint is unable to be confirmed for the indicated failure modes stopper creepout/loose closure and erroneous results. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported that during customer's on-site validation phase using the bd vacutainer® sst blood collection tubes, an unspecified number of caps would open during use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that during customer's on-site validation phase using the bd vacutainer® sst blood collection tubes, an unspecified number of caps would open during use. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were functionally evaluated for stopper function and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout/loose closure. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported that during customer's on-site validation phase using the bd vacutainer® sst blood collection tubes, an unspecified number of caps would open during use. No adverse impact was reported regarding the patient or user.